Event description:
It was reported that during a procedure the circulating rn could not maintain a good pneumo to allow her case to continue because the trocars and sleeves were leaking. She did however complete the case laparoscopic by using a different device. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.